Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl to 600 mg/dl. Customer declined troubleshooting for the high blood glucose. The blood glucose was 300 mg/dl and treated with manual injections and she off the pump now cause she is out of supply. Customer stated that, the cannula was there but it was in a circle crimped up. The insulin pump will not be returned for analysis.